Event description:
While attempting to defibrillate a pt (age unk) the device did not charge on the third attempt to delivery therapy. A first shock of 120 joules and a second shock of 150 joules was successful. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.